Event description:
On (B)(6) 2021 initial typing results were c08, 12. Software flagged a weak reaction on bead 840. If bead 840 is called negative, the typing is c08, 12. If it is changed to positive, the typing is either a c08, 12 or a c05, 12. At this time, the hla lab director was consulted. The dna quality was good so we repeated the test from the hybridization step. We got the result of c08, 12 again with no flag of a close/weak reaction at bead 840. Consulted the director again and we resulted the common/common result of c08, 12 in unos. On 11/29/2021 our lab received a call from the immunology lab at university of mn fairview stating that they did confirmation typing on an organ allocated from donor aks353, and got result of c 05,12. They informed us that they did confirmatory typing by ngs (sequencing), and they shared the sequencing results with us. We re-extracted dna from donor and repeated typing from amplification on original extraction and on new extraction. Results for both were c 08,12, with no weak reactions flagged. We contacted one lambda and sent them the typing analysis files from the analysis software. On (B)(6) 2021 one lambda tech support confirmed that they were aware of the issue and had seen this before with bead 840 used in a different reagent kit--the classic c locus low resolution kit. They had created a new probe to resolve the issue of bead 840 and incorporated it into the classic kit, but not the cwd kit that we used. We were not informed of this issue of bead 840 that was shared between the classic kit and the cwd kit. There was not a recall with our kit. On (B)(6) 2021 after further communication with one lambda, we received the classic kit with the new probe. We ran the qc dna along with donor aiks353 dna typing using this new kit and the qc passed, and we got the result of c 05,12 on the donor.